Event description:
A facility reported a certas valve (ID 828814pl) was explanted as it was not functioning properly. No additional information has been provided after several attempts.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Certas valve (ID 828814pl) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected, no defects were noted. The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux and siphon guard. The valve failed the test for pressure. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification, biological debris was found on the on the seat on the ruby ball and in the housing. Root cause analysis - the root cause for the pressure issue noted during the investigation is due to biological debris found on the seat on the ruby ball and in the housing.